Event description:
A malfunction was reported with the pump, indicated by malfunction code 3. There was no adverse impact on the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The customer reverted to an alternate method of insulin therapy.